Event description:
(B)(4). There is no set date to start with when side effects started. Essure placed in (B)(6) of 2009. The list of side effects are: loss of sex drive!, my belly area always feels heavy and annoying, bloating of the belly, hairloss, very dry skin and especially my hands they crack all the time and always need to have lotion with, every few months I get a itchy rash all over and shed skin. This was really bad in (B)(6) of 2011. I had to use topical creams for the unbearable itch and was on pretnisone. My whole body was shedding skin. My teeth are getting worse and have the taste of metal a lot. Also tingling hands and going numb later in the evening. Energy level is not where I want to be, yes I do go to the gym to work out. I would say one of the worst ones to me is the way my belly and lower area feels. I have an understanding husband, but I feel horrible about having no sex drive at all. It is important to stay connected together and I feel essure took that away. Because of insurance and what we have to pay out of our own pocket I hesitate to go see a gynecologist because we cant effort it right now. As soon as I can I want my happy life and body back. This device means I have a spring made of harmful nickel in my body and pet fibers. I really wish I never had this implanted, it has taken a lot of special moments away from me. Please educate on this.